Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console consistently generated an optical sensor calibration expired alarm. It was noted that the patient's mean arterial pressure (map) had been ranging between 60-67 on 1:2. The customer invoked calibration twice with no success. The console then generated an optical sensor unable to calibrate alarm. The customer was then advised to remove the fiber optic cable and use the fluid filled lumen to transduce the pressure. They were able to level and zero successfully. It was later reported that the patients map had increased to 80s. The customer attempted to use the fiber optic cable again, but the alarm continued. There was no patient harm or adverse event reported.